Manufacturer narrative:
The field service technician (fst) was onsite for further investigation. According to the service report# (B)(4) dated on (B)(6)2018 following work has been performed: the customer has intermittent "temp" alarm. The fst let the device run for 3 days with out a temp alarm. The fst replaced the rf control board pcba kit (material# 701034051, serial# (B)(4)) as preventive measure because it should be the most likely culprit. The device passed all functional and safety tests the customer wanted to burn in device and then release it for clinical use. However, after 24 hours the device showed the "temp" alarm again in flow window. The fst went back to the customer site and replaced the rf flow measure pcba (material# 701011681, serial# (B)(4) ). Customer let device burn-in for a week with test loop. Device ran fine for a week with no alarms. Returned to customer and cleared for clinical use. This issue was already investigated in our life cycle engineering (lce) due to the trackwise complaint# (B)(4) . According to the lce investigation report# lce3479 following was found: the most probable root cause could be determined. Because of the impaired communication of the 2-wire serial clock signal between the temperature sensor (ic30 ds1621/so) and the micro-controller (mo1, dsp56002/so), the error ¿temp err¿ was generated. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). Contact person- (B)(6).

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The investigation and service by the field service technician is pending.

Event description:
It was stated that the error message "temp" occurred during patient treatment. There was no pump stop. The customer swapped patient onto another customer owned rotaflow unit. No patient harm was stated. (B)(4).